Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension and death are listed in the graftmaster rx coronary stent graft system (gm), instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. Medical affairs reviewed the reported information and concluded that death is a direct result of the perforation and the worsening of the pericardial effusion. Gm is secondarily related in that it could not completely exclude the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery. A perforation occurred and balloon tamponade was performed as intervention. Pericardial effusion was noted and pericardiocentesis was performed and the patient was in stable condition. The graftmaster stent was implanted and the perforation was sealed. Shortly afterward, the patient began to experience angina, hypotension and electrocardiogram changes and resuscitation attempts were made; however, the patient died. Per physician, it is possible that the graftmaster stent contributed to the worsening of the pericardial effusion. No additional information was provided.